Event description:
It was reported by the rep the devices were used during a laparoscopic appendectomy. It was reported the internal gaskets ripped. They were replaced with other trocar sleeves. There was no consequence to the pt.